Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested and no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature too high error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The customer replaced the blower assembly to address the reported problem. Failure analysis on the returned blower assembly shows that this customer complaint was verified which was caused by the motor shaft is locked in place and will not move. This blower assembly will be returned to our vendor for further analysis and this report will be updated when the analysis is provided to us.